Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. During the analysis it was identified that the flashcard contained 2 different sets of patient databases. The likely cause for the multiple databases is associated with the flashcard being inserted into multiple devices. No other anomalies were identified. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that a programming system was experiencing intermittent communication issues. The nurse and physician said that they noticed that when the serial cable isn't level where it connects at the handheld device, and resulting communication issues ensued. Previous communication issues were reported, but all resolved with troubleshooting. The handheld device and software flashcard were returned on (B)(6) 2013 and are currently undergoing product analysis.